Event description:
It was reported that tip detachment occurred. The chronic totally occluded target lesion was located in the heavily calcified tibial peroneal trunk artery. A 300cm straight tip short taper v-14¿ controlwire® guidewire was loaded through a 2.5x150mm coyote balloon catheter to cross the lesion but the tip of the wire became stuck in the calcified artery and broke off. The physician's attempts to snare the broken tip of the wire were unsuccessful. The tip of the wire was buried in the segment of the artery and was left in the patient. This lesion was left untreated; however, the physician when on to successfully treat the peroneal artery by advancing a new wire and performing angioplasty. No patient complications were reported and patient's status was fine.

Event description:
It was reported that tip detachment occurred. The chronic totally occluded target lesion was located in the heavily calcified tibial peroneal trunk artery. A 300cm straight tip short taper v-14¿ controlwire® guidewire was loaded through a 2.5x150mm coyote balloon catheter to cross the lesion but the tip of the wire became stuck in the calcified artery and broke off. The physician's attempts to snare the broken tip of the wire were unsuccessful. The tip of the wire was buried in the segment of the artery and was left in the patient. This lesion was left untreated; however, the physician when on to successfully treat the peroneal artery by advancing a new wire and performing angioplasty. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The visual inspection was performed and the device presents the distal tip kinked and partially detached, exposing the corewire tip, approximately 0.5cm. No evidence of corewire fractured. Moreover, the device is kinked and bent along the body. All the outer diameter (ods) and guidewire overall length taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).